Manufacturer narrative:
The abbott field service representative (fsr) was dispatched to troubleshoot the issue. When observing subsequent instrument runs, the fsr noted erratic mixer vibration. The fsr replaced the r1 b and r2 b mixers to troubleshoot the issue and assigned the mixers as likely cause for the elevated magnesium issue. There were no additional discrepant results reported on the architect c16000 analyzer after the mixers were replaced. An instrument service history review revealed no additional erratic or discrepant results reported on architect c16000 analyzer, serial (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. The calculated erratic rates for the architect c16000 systems were below the upper control limit. Additional metrics review found no systemic issues or adverse trends for the issue associated with erratic/discrepant results. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the mixer. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information and evaluation the architect c16000 analyzer is performing acceptably.

Manufacturer narrative:
Multiple patients: ID (B)(6) is (B)(6) year old male and ID (B)(6) is (B)(6) year old male. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated false elevated magnesium on 2 patient samples that repeated in the normal range when processed on the architect c16000 analyzer. ID (B)(6) generated magnesium of 2.50 but repeated 0.74 mmol/l. ID (B)(6) generated magnesium 2.55 but repeated 0.86 mmol/l. The account uses a normal reference range of 0.7 to 1.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.